Event description:
A customer reported the infusion line dislodged from the cannula due to a loose fit during a procedure. An anterior chamber hemorrhage and a vitreous hemorrhage were noted after the eye had collapsed twice due to the loss of the infusion line. Add'l info has been requested.

Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified and a lot number was not indicated for this complaint; therefore, the device history record (DHR) for the lot could not be reviewed for abnormalities that could have contributed to the complaint. Because a sample was not returned and no lot number was indicated for this complaint, the root cause cannot be determined. (B)(4).